Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported that the pump was being replaced today and when the company representative confirmed pump status it showed the pump was stopped for ~1092 hrs and tube set. The reporter had not confirmed the event logs. The it (intrathecal) drug was reported as lioresal 500ug/ml and the healthcare provider stated that the itb dose may be programmed to 50ug or 100ug/day but had not decided that yet. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown drug via an implantable pump. The indications for use were intractable spasticity and multiple sclerosis. The healthcare provider reported that the patient¿s pump was empty. The patient had missed a refill. Per the healthcare provider the pump had been empty since (B)(6) 2016 due to other unrelated concerns, the patient was on hospice and not expected to live. The healthcare provider stated that the patient unexpectedly ¿bounced back¿ and they are now looking at the viability of using the pump again. The healthcare provider wanted to confirm that the manufacturer would not recommend using a pump that had been dry that long and it was confirmed the pump should never be allowed to go dry. The healthcare provider stated they were considering turning the pump off. There were no patient symptoms reported and no further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.